Event description:
It was reported via repair work order that the head of the stretcher would not raise up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head of the stretcher would not raise up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was unable to be performed by the stryker field service representative due to the unit not being made available to the technician. The customer alleged that the head end of the stretcher would not pump up. Based on the history of this product, it is likely that the head end hydraulic jack would not pump up due to a malfunctioning jack assembly. The stryker field service representative confirmed that the customer will contact them when the stretcher is made available for evaluation. The device is not available.